Event description:
It was reported that the user had been disconnected from the ilet for approximately three weeks due to inability to fill the infusion tubing and could not proceed past the priming confirmation, after which a replacement pump was arranged and shipped. Symptoms included no reported clinical symptoms despite sustained hyperglycemia. Outcomes included prolonged high blood glucose, with a peak of 224 mg/dl, persisting out of range for about five hours without successful correction, and non-medical assistance provided by a family member. Investigation included review of device function and replacement logistics. Investigation revealed a suspected device malfunction related to infusion setup or user interface interaction during tubing fill, with the pump¿s sleep/wake control reported unresponsive and no alerts or alarms generated during the attempted use. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance"